Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the issue occurred before used, during the procedure or post op? Please confirm. Did the patient suffer from any consequence due to the issue (pull off suture needle)? If yes, could you please provide more details. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. Events reported via: 2210968-2022-06034, 2210968-2022-06028, and 2210968-2022-06032.

Event description:
It was reported that a patient underwent an unknown in 2022 and barbed suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.